Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received, sections g6, h2, a2, a3, and a4 were updated with new information.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received, sections g6, h2, b5 updated/corrected.

Event description:
As reported by our edwards lifesciences japanese affiliate, during a trans-subclavian (tsc) transcatheter aortic valve replacement for the native aortic position, an aortic dissection was observed post valve deployment. The devices were inserted from the right side, and a 29 mm sapien 3 ultra resilia (s3ur) valve was deployed with 1.0 ml less than the nominal volume. After valve deployment, an echo revealed an aortic dissection extending from the ascending aorta to the aortic arch. The reason for performing the CABG was that the dissection had extended into the coronary arteries. Following this, a CT scan was taken, and ascending replacement and coronary artery bypass grafting (CABG) were performed on the same day in a separate operating room, without extracting the s3ur valve. Additional information from the tavr registry indicated that the patient died on postoperative day 1 due to complications, although the exact cause of death was not reported. Investigation follow-up was attempted, but no further information was available.

Event description:
As reported by our edwards lifesciences japanese affiliate, during a trans-subclavian (tsc) transcatheter aortic valve replacement for the native aortic position, post valve deployment, aortic dissection was observed, and ascending replacement and CABG were performed. The devices were inserted from right side and a 29mm sapien 3 ultra resilia (s3ur) valve was deployed in-1.0 ml less that nominal volume. After valve deployment, an echo revealed that aortic dissection in the ascending to aortic arch. After leaving the operation room, a CT scan was taken, and ascending replacement + CABG was performed on the same day in a separate operating room. No extraction of s3ur valve.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the vascular dissection is unknown but may be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to device information received, sections g6, h2, d4.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received, sections g6, h1, h2, b2, b5, h6: impact code.

Event description:
As reported by our edwards lifesciences japanese affiliate, during a trans-subclavian (tsc) transcatheter aortic valve replacement for the native aortic position, post valve deployment, aortic dissection was observed, and ascending replacement and CABG were performed. The devices were inserted from right side and a 29mm sapien 3 ultra resilia (s3ur) valve was deployed in-1.0 ml less that nominal volume. After valve deployment, an echo revealed that aortic dissection in the ascending to aortic arch. After leaving the operation room, a CT scan was taken, and ascending replacement + CABG was performed on the same day in a separate operating room. No extraction of s3ur valve. Additional information was obtained through the tavr registry as below. On postoperative day1, the patient died due to complications. The exact cause of death was not reported. Investigation follow up was attempted to be performed, no further information was available.